Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via review of the controller log files since log files were not provided. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report did not reveal any evidence of thrombus within the pump. However, the pump was returned in a disassembled state. The site reported that thrombus was removed during pump exchange. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on available information, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, anticoagulation therapy, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. There are patient, pharmacological, and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported from the clinical data site that prior to and after coming off the pump the patient had two episodes of ventricular fibrillation (v-fib) at 9:21 and 10:06 requiring shock by surgeon. No other occurrences were noted. It was further reported from the site that coumadin was stopped and patient received fresh frozen plasma and proceeded to the operating room on (B)(6) 2017. International normalized ratio (inr) of 2.9 was noted with lactose dehydrogenase (ldh) of 2473. Patient was stated to have been discharged home on (B)(6) 2017. No additional information provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported from the clinical data site that prior to and after coming off the pump the patient had two episodes of ventricular fibrillation (v-fib) at 9:21 and 10:06 requiring shock by surgeon. No other occurrences were noted. It was further reported from the site that coumadin was stopped and patient received fresh frozen plasma and proceeded to the operating room on (B)(6) 2017. International normalized ratio (inr) of 2.9 was noted with lactose dehydrogenase (ldh) of 2473. Patient was stated to have been discharged home on (B)(6) 2017. No additional information provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported from the clinical data site that prior to and after coming off the pump the patient had two episodes of ventricular fibrillation (v-fib) at 9:21 and 10:06 requiring shock by surgeon. No other occurrences were noted. It was further reported from the site that coumadin was stopped and patient received fresh frozen plasma and proceeded to the operating room on (B)(6) 2017. International normalized ratio (inr) of 2.9 was noted with lactose dehydrogenase (ldh) of 2473. Patient was stated to have been discharged home on (B)(6) 2017. No additional information provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that this patient underwent a pump exchange on (B)(6) 2017.  No further event details are available at this time.